Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. The device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for the device not complete the pre-run self test. A probable cause a device not completing the pre-run self test is blade damage which is evidenced by the remaining blade portion being scratched. When a blade is damaged, it may not complete the pre-run testing, will display an error code and will keep reverting back to standby mode when a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. Blade damage may occur from external contact with metal or plastic during pre-op or general use.

Event description:
It was reported that during an unknown procedure, the device could not pass the self-test. Another device was used to complete the procedure. There were no adverse consequences for the patient.